Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that the transmitter was booting up for a long time. During troubleshooting burnt contact points were noted. It was reported there was a power outage and may have possibly damaged the transmitter. The product was replaced.